Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced a frozen screen display and a beep anomaly. Customer woke up with a number 2 frozen on screen and display did not return to home screen after rest. During troubleshooting, customer reported of hearing a constant tone. Customer's blood glucose was at 109 mg/dl. Customer also reported that buttons were not responding. After battery change, tone stopped but display screen remained frozen. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with stuck on the number 2 and a constant audio alarm due to corroded electronic assembly. We were unable to confirm button/keypad unresponsive due to frozen screens. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.